Event description:
It was reported that the patient underwent a surgical procedure in which an artificial urinary sphincter (aus) was removed and replaced with a new one due to unspecified reasons. No information was provided about the patient's outcome. It was further reported that the patient had a previous aus removed due to incontinence. The patient was said to be stable following the procedure. No more information available at the moment. Should additional information become available, it will be provided.